Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces with a removal tool/guide catheter. There was blood on the outside and inside the shaft. The shaft and collar were microscopically examined. The shaft was detached/separated at the collar. The ptfe was pulled out of the collar and was attached to the distal shaft. There were numerous kinks throughout the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter shaft break occurred. The target lesion was located in the ramus interventricularis anterior (riva). A guidezilla¿ was selected for use. Upon removing the device, the catheter broke. The catheter portion remained in the patient and had to be retrieved with a removal kit. Patient status was stable.